Manufacturer narrative:
This report is submitted on october 21, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the surgeon, the patient experienced an infection at implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on november 18, 2022.